Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a mechanical error. The system in question is equipped with a special metal rail on the side of the patient table to which various accessories and options can be attached. In this case, the metal rail was mechanically damaged and unstable to such an extent that it fell off. Under normal circumstances, this cannot happen because the rail has a stop that prevents this. In the case described, however, the stop became ineffective due to external damage, which led to the described error. It was no longer possible to determine beyond doubt who or what caused this damage to the system. Our experts agree that external force/ improper use is the most likely cause. The affected part has been exchanged by the local service organization and the error has not been reported again. A possible accumulation of faults or even a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis q ceiling system. The patient right side table accessory rail fell on the x-ray technicians foot resulting in bruising on the foot. The technician received medical care and we are unaware of any further impact to the state of health of the operator involved. Siemens has requested additional information in order to conduct an investigation of the reported event.